Event description:
It was reported that pump displayed malfunction alarm code 0-0x219e, and no notable events occurred prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, replacement pump was arranged, customer was given instructions for storage and return of problematic pump, and device was planned to be returned to tandem; no further information was available regarding backup insulin therapy or additional outcomes.